Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer had essure inserted for permanent birth control. She began having chronic pain within a week of insertion. Ultrasound, 3 weeks after insertion, showed that the right coil had already migrated 4 cm into the uterus. She experienced chronic heavy bleeding for months that delayed her from getting the hysterosalpingography at the 90 day mark, but ultimately showed the right coil had migrated and was missing. The left coil continued to cause chronic pain, weight gain and heavy bleeding. X-ray indicated that she passed the right coil. As a result, she underwent vaginal hysterectomy and bilateral salpingectomy to remove remaining essure device. Follow-ups attempted without response.